Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with water vapor therapy procedures and are noted as such in the device instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptoms of urinary frequency, urinary urgency and necrosis were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a convective radiofrequency water vapor thermal therapy two months ago. There were no issues with the device during the procedure. During the first four weeks after the procedure, the patient experienced some urinary frequency and urgency but flow had improved, and the patient was happy. However, for the past four weeks the patients symptoms have gotten worse. The physician prescribed medication and antibiotics, the cultures were negative and the post void residual was low, so a cystoscopy was performed and it was noted that the patient has necrotic tissue that looked like an unhealed cut. The patient is experiencing urgency of about 10 times per night.